Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the cement gets out of the vertebra after balloon inflation with the kit. The balloon damaged. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received that the surgery was completed with a balloon. The delay was approximately 5 minutes. Cement was able to be inserted and the surgery was completed successfully. Implanted level for the patient was 20-gauge balloon: t12, l1-3 additional information received that the issue is reported due to balloon. The surgery was performed successfully with the other (second) balloon and proceeded without complications. There was no revision surgery performed/ planned as a result of this event. Additional information received that balloon ruptured and the contrast medium leaked from the vertebrae.